Event description:
The right s1 set screw loosened from the pedicle screw 7 months post-operatively. Revision surgery was performed to remove and replace the set screw. The remaining devices were left implanted and only the set screw was replaced.

Manufacturer narrative:
No defects in, or damage to the set screw were identified in the retrieval analysis. The wear pattern on the undersurface of the set screw was consistent with the wear seen when the rod has not been full seated during surgery and consequently loosens. This is a known complication of this procedure and is cautioned in the product insert. The surgical technique manual clearly describes the use of the instruments to facilitate full seating of the rod. No firm conclusions can be reached as a result of the analysis.